Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error noted. The pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was received with a cracked keypad overlay, minor scratched lcd window and keypad overlay texture damage. No unexpected occlusions or insulin flow blocked alarm during testing noted. (B)(4).

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error noted. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was received with a cracked keypad overlay, minor scratched lcd window and keypad overlay texture damage. No unexpected occlusions or insulin flow blocked alarm during testing noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crucial pump error alarm and after restart shut down by itself. Customer stated that the insulin pump screen was scratched. Customer stated that the insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.